Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient was experiencing erratic blood glucose from 3.9 to 29 mmol/l. The reporter stated that the patient's health care professional changed basal rates the previous day but no other rates were changed. The reporter stated that the blood glucose was elevated during the day and remained elevated until after dinner but then went low overnight. The patient's elevated blood glucose was reportedly corrected via syringe and the patient's low blood glucose levels were treated with oral carbohydrate. The pump was reviewed with the reporter. The reporter was unsure of what the advanced settings should be. The reporter confirmed that there were no relevant alarms. The reporter confirmed that the bolus history added up correctly and the total daily dose was appropriate. The prime history indicated adequate priming amounts and the patient was no priming while attached. The reporter confirmed that there was no suspends in the pump history. The site was reviewed and the reporter confirmed that there was no indication of air bubbles, leaks, or issues with the site. The reporter stated that the cartridge was changed daily for the past several days but there were no signs of issues with the cartridge. The reporter was advised to discuss the pump advanced settings with a health care provider. Customer support advised the reporter that there was no indication of a mechanical issue with the pump. This report is made based on the allegation that the patient was experiencing erratic blood glucose of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin totals correctly reflected the user's programmed basal rates.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.